Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. Automatic lead diagnostics shows maximum ventricular lead impedance increased to >9999 ohms the week ending 2014-(B)(6).

Event description:
It was reported that the patient presented to the hospital with syncope. Pacing failure was suspected so a temporary pacing lead was placed. Abnormal lead impedance and threshold were noted. A lead revision was planned but the vein was too narrow to accommodate both an atrial and ventricular lead so a new ventricular lead was placed and the old atrial electrode remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).